Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The permanent cautery hook instrument was analyzed and found to not deliver energy upon putting it on an in-house system and failed the initial continuity testing. The distal clevis ear and conductor cap were removed, and it was found that the conductor wire was dislodged at the yaw pulley. There was also additional thermal damage on the yaw pulley near where the conductor wire should be connected at the pulley. The instrument was confirmed to have a dislodged instrument hook. The complaint was confirmed by failure analysis. The probable root cause of a dislodged conductor wire is attributed to component susceptibility to damage through external collisions, during use, or during reprocessing. The probable root cause of the thermal damage is primarily attributed to the use conditions of monopolar energy if the lowest power or effect setting possible is not used for the minimum time necessary to achieve the desired effect. If this instrument has thermal damage but no damage to the conductor wire and/or ceramic sleeve, then this damage is the result of capacitive coupling, which is the transfer of electrical energy between two conductive materials that are separated by intact insulation. Capacitive coupling from the distal electrode should be detectable by the user as the distal electrode should always be visualized when energy is activated.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm permanent cautery hook instrument (pch) would not activate/burn. The procedure was completed with no reported patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: there was no thermal damage reported or injury to the patient.